Manufacturer narrative:
Unit had cracked case at display window corner, cracked reservoir tube window, cracked reservoir tube, minor scratched display window, cracked battery tube threads and a missing end cap sticker. No crack noted on display window. No damage noted on lcd glass. Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that there is a crack near the reservoir window. The blood glucose reading is 173 mg/dl. Nothing further reported.